Event description:
After using the device for several months, the pt developed a large rash on his right thigh. The pt's dr prescribed prednisone for the rash, and the pt discontinued use of the device. The pt called in to medical when the rash healed and was sent aloe vera gel to use with the device.